Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of a moderately calcified left common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the thread was torn. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported event of when the needle plunger was removed, the thread was torn (suture was broken). Only a half inch of monofilament suture was returned, which limited the scope of the investigation, therefore, the reported torn thread (suture break) could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on a review of the available information, no product deficiency was identified. Reportedly the common femoral artery was moderately calcified, which can be a possible contributing factor. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.